Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported by the healthcare professional (hcp) that the patient's pacemaker was found to be nonfunctional during device interrogation at the receiving clinic. The patient was in the process of transferring care to a new clinic. The hcp requested retrieval of the remote monitoring transmission report prior to the planned generator change. Technical services (ts) requested submission of a data request form. To date, this device remains in service. No additional adverse patient effects were reported.